Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 2.5 x 15 mm xience sierra stent delivery system was used; however, it became stuck with an unspecified guide wire during advancement. Therefore, the devices were removed as a single unit and balloon angioplasty was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis revealed that a 3 cm 014 balance middleweight (bmw) guide wire was returned and it was noted that the tip was kinked. Additionally, the coils were overlapped. Therefore, the unspecified guide wire which reportedly became stuck with the xience sierra is a bmw guide wire. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Concomitant medical products: guide wire: 3 cm balance middleweight, the bmw guide wire referenced is filed under a separated medwatch report #. The device was returned for analysis. A 3 cm abbott balance middleweight guide wire was returned frozen in the guide wire lumen of the sds confirming the reported difficult to position and the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the interaction with the guidewire and subsequent difficulties (manipulation) caused the additional identified damage to the device (multiple bends in the entire length of the hypotube and stretched guidewire exit notch). There is no indication of a product quality issue with respect to manufacture, design or labeling.